Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported on (B)(6) 2013 her daughter's blood glucose reached 444 mg/dl less than 3 hours after the pod was activated. The pod was deactivated and she noticed the needle did not deploy the cannula all the way into the infusion site. She also stated the pod site was completely wet.